Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a possible defect over the time of using it and MRI imaging needs. It is unknown if there are plans to re-implant the patient as of this date of report.